Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a revision breast augmentation with a 175cc mentor smooth round moderate plus profile prosthesis and experienced postoperative left-sided deflation. Ultrasound was performed on (B)(6) 2020, and the diagnosis of deflation was confirmed on (B)(6) 2020. As a result, the patient underwent removal and replacement with an unspecified breast implant on (B)(6) 2020. The patient¿s date of birth was estimated as (B)(6) based on available information.

Manufacturer narrative:
On (B)(6) 2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, an anomaly was observed, consistent with a crease/fold. A tear was also observed within the crease/fold on the posterior view, measuring approximately 0.1 cm. The evaluation determined that the loss of shell integrity is consistent with a crease fold deflation of the implant shell, which is a known inherent risk of saline-filled mammary prosthesis. Deflation can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Creating wrinkles or folds should be avoided during implantation or other procedures as it can result in a deflation in a later time. Breast implants may also simply wear out over time. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Initial visual analysis based on a photo of the device indicated no apparent damage or visual anomalies. Manufacturer's reference number: (B)(4).